Event description:
Received information of air bubbles in the patient line tubing and the infusion set tubing. Reportedly, cold insulin was used. Customer's blood glucose level was elevated. Customer was able to successfully remove the air bubbles.

Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before filling cartridge." No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.